Manufacturer narrative:
Pump received with minor scratched lcd window, scratched case,pillowing keypad overlay, missing retainer and missing reservoir tube o-ring.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the o ring comes loose when the reservoir enters the pump. Customer's blood glucose was 234mg/dl at the time of incident. Customer indicated that the pump is working fine. Troubleshooting advised customer to monitor the pump and that a replacement part may possibly be sent to them. No further details given.